Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient representative reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the patient's pulse rate reading indicated two different rates that were lower than the set pulse rate. The crt-d remains in use. No patient complications have been reported as a result of this event.